Manufacturer narrative:
The commander delivery system was returned for evaluation. During visual inspection, a tear was seen on the crimp balloon distal to the crimp balloon to balloon shaft bond area. Abrasions were seen on the balloon shaft proximal to aforementioned bond area. The inside of the flex shaft was examined and no abnormalities were observed. No abnormalities were seen on the handle or flex shaft. Due to the nature of the complaint, no functional testing was able to be performed. The double wall thickness of the crimp balloon was taken. A measurement deviating from the specs may have led to the observed event and may be indicative of a manufacturing non-conformance. All measurements met specification. A DHR review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint events. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU, device preparation training manual, and device procedural training manual were reviewed. Placing flex tip on the middle of the triple marker will enable fine adjustment in either direction during thv positioning. It will also help maintain stability while ensuring unobstructed inflation during deployment. Partially unflexing may help when pulling back the flex catheter. Use the distal flex to position the thv coaxial. Slowly rotate the flex wheel away from you to help adjust the thv coaxial within the native valve. Wire manipulation or slight rotation of the delivery system may help. Unlock the balloon lock. Position thv with bottom of center marker at base of cusps. The inflow of the sapien 3 valve will be further in the ventricle when positioned (compared to sapien xt valve) prior to thv deployment. Use the center marker to help aid in thv positioning, but not as a reference during thv deployment (center marker on delivery system not thv). No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training manual deficiencies were identified, no escalation to a pra was required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The balloon leak was confirmed based on visual inspection of the returned device. Investigation of the device, DHR, lot review and complaint history review revealed no indication that a manufacturing nonconformance contributed to the event. A review of IFU/training materials also revealed no deficiencies. As mentioned in the complaint description, ''team began to inflate the valve which was in an 80/20 position and everything was fine. Few minutes later, the valve embolized into the ventricle.'' As no relevant procedural imagery was provide a definite root cause is unable to be determined at this time however, per the cer, mild calcification was present in the patient's stj and the provide patient conditions show calcification present in the vasculature, which can cause challenging pathway for delivery system and balloon in addition to creating sharp nodules which can damage the system. As such it is possible the flex tip was pulled too far exposing the crimp balloon, balloon shaft bond area, which may have come into contact with calcification or the challenging pathway created by calcification may have lead to the reported events. A definite root cause was unable to be determined at this time. However, available information suggests patient/procedural factors (calcification, flex tip pulled too far back) contributed to the reported event.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04476. Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, during a tf tavr procedure the valve was being implanted in an 80:20 (aortic/ventricular) position. A few minutes later the valve migrated to the ventricle. The patient was stable but went to surgery. When the entire system was removed, team realized that the balloon was broken at one end and a lot of blood was found inside it related to when the ds was pulled. It was no clear if it was related to the leakage or the lack of calcium in the native annulus. No damage was observed on the sheath. The patient went to surgery, the embolized valve was removed and a surgical valve was implanted. Patient was stable after procedure and later was discharged.

Manufacturer narrative:
Added information to b.5. Investigation is ongoing.

Event description:
During pre-decontamination evaluation of the device, the balloon was found torn in the bond area between the balloon material and balloon shaft.